Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient's family member contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient and/or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began approximately two weeks prior to contacting lfs. On an unspecified date/time, the patient reportedly obtained a blood glucose result of "120mg/dl" with the subject meter and results between "165-169mg/dl" with another (unspecified) device, performed greater than 30 minutes from each other. According to the csr's documentation, the patient manages her diabetes with 5mg of glyburide (once a day) and novolog insulin (20 units if blood glucose is below "200mg/dl" and 30 units if blood glucose is over "250mg/dl"). However, it is unclear what action the patient took in response to the alleged inaccurate low reading. The reporter denied the patient developed any symptoms as a result of the alleged inaccurate low reading. According to the reporter on (B)(6) 2011 (time not specified) the patient began to hallucinate, the emergency medical services (ems) was contacted, and the patient was soon after transported to the emergency room (ER). It is not known what the patient's blood glucose results were (with the subject meter) prior to contacting the ems and it is unclear if the alleged inaccurate issue occurred before or after the patient's ER visit. During the patient's time in the ER, the patient reportedly obtained a blood glucose result of "416mg/dl" with the ER/hospital meter at 1am, and at the same time, the patient was administered 20 units of novolog and an IV drip. Prior to being released from the ER 24 hours later, it is not specified what the patient's medical diagnosis was and it is not known what the patient's blood glucose result was with the ER/hospital meter and/or with the subject meter. The reporter also indicated the patient was admitted to the hospital, for reasons unspecified, on (B)(6) 2011. At the time of troubleshooting, the csr verified that the blood glucose results were from the approved (per owner's manual) sample site; however, it is not known if the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient was reportedly received medical intervention by an hcp for severe hyperglycemia possibly after the alleged issue began.